Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to surgery date. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18650670/17925245.

Event description:
It was reported that the patient was not getting full coverage due to lead migration. It was also noted that one of the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.